Event description:
Reportedly, this device was explanted at implant due to dehiscence, endocarditis, and suture looping. Reportedly, the tissue was fragile at implant do to endocarditis, replaced with mechanical valve.

Manufacturer narrative:
Device not returned.